Event description:
Sorin group (B)(4) received a report that the master pump would not start upon the initiation of bypass. The clinician attempted to restart the pump by disabling and overriding the level sensor. The clinician hand cranked to maintain blood flow until function was regained by restarting the s5 system. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the master pump would not start upon the initiation of bypass. The clinician attempted to restart the pump by disabling and overriding the level sensor. The clinician hand cranked to maintain blood flow until function was regained by restarting the s5 system. There was no report of pt injury. A sorin group field service rep was dispatched to the facility to investigate. The field service rep discovered a loose cable within the pump. The investigation is on going. A f/u report will be filed when the investigation is complete.